Manufacturer narrative:
Sample will be sent to the sterilizer on the next available load for decontamination prior to physical evaluation. This type of incident was reported only by this institution, hosp, which uses the mps acacia tid-360b extension set (not manufactured by hdc) with the v-cath. Similar incidents (from this hospital) were reported under MDR's #:2925153-2006-16, and 2925153-2006-17. Both investigations concluded the following: the female luer fitting in the catheter hub was damaged and pulled out when attempting to disconnect the mps extension set. The mps extension set is poorly designed with a fixed luer nut that requires the male luer taper to rotate when attempting to unscrew the luer connection, causing the male luer of the extension set to stick tightly in the female luer of the catheter. The female luer fitting of the catheter has been in use for more than ten years with over half a million luer fittings in service without connection difficulties. Hospital had been using the 2fr v-cath since 1999 without problems until now, where the new extension set, mps acacia, is introduced to be used with the v-cath. Another similar incident was reported under MDR # 2925153-2006-26. Filing this as MDR because complainant was unable to provide more information on the incident.

Event description:
"Broke" -- no more information was provided !!!